Manufacturer narrative:
D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. A philips remote service engineer (rse) spoke with the customer and confirmed the issue. The rse determined that the nibp pump assembly required replacement. A replacement nibp pump assembly was shipped to the customer. The customer has assumed the repair responsibility.

Event description:
Philips received a complaint on an intellivue multi measurement server indicating that the non-invasive blood pressure (nibp) was not working. The nibp sometimes will read and sometimes it won't. Sometimes when it does read, it is inaccurate. The device was not in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.